Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced an event where cannula was partially dislodged in patient's body for both events within the past 30 days. The issue occurred in two similar types of infusion sets used for 24 hours and site was patient's abdomen. No further information was available.